Manufacturer narrative:
Continuation of d10: product ID: afapro28, product type: balloon catheter product event summary: the 990063-020 mapping catheter with lot number 229553856 was returned and analyzed. Visual inspection showed the loop was ribbed near electrode 3, the pebax tubing was ribbed approximately 3 inches from the loop distal tip, and the pebax tubing at the shaft fitting joint was damaged/kinked. Insertion difficulties may arise due to these issues when introducing the mapping catheter into the balloon catheter. Visual inspection of shaft segment area showed the shaft was intact with no apparent issues or damage. Visual inspection showed the introducer/loop straightener was removed from the returned mapping catheter. Visual inspection of the lemo connector showed it was intact with no apparent issues or damage. In conclusion, the mapping catheter did not pass the returned product inspection due to ribbed material on the pebax tubing, a removed introducer, and bond damage at the shaft-to-pebax tube fitting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter could not be inserted into the balloon catheter. The mapping catheter was replaced to resolve the issue. After the balloon catheter y-connector was removed and inspected. The balloon catheter could not be inserted into. A demo mapping catheter was used without resolve. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.